Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use. There were no reports of harm to the patient as a result of the reported event

Manufacturer narrative:
It was discovered that during the event, the customer was using batteries to power the device that were approximately 5 years old which is beyond the 2 year recommended service life in the product manual. The customer was strongly encouraged to replace their batteries. A conclusive cause of the reported issue could not be determined.